Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of inflation issues cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was scheduled on (B)(6) 2021 to have the inflatable penile prosthesis replaced as after 2 years of implant. The device never seemed to get to 100% hardness and seemed to have lost some length and girth. The entire pump mechanism deflated.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of inflation issues cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was scheduled on 06apr2021 to have the inflatable penile prosthesis replaced as after 2 years of implant. The device never seemed to get to 100% hardness and seemed to have lost some length and girth. The entire pump mechanism deflated.